Manufacturer narrative:
Device history records were reviewed and confirmed that lot met all release criteria. The device, in an introducer of unknown origin, was received. The distal tip of the catheter was inserted through the introducer, with approximately 1cm of the balloon protruding out of the tip. The portion appeared bulbous. The introducer returned was 7f; the useable length approximately 12cm. The proximal 7cms of the introducer was severely accordioned. A portion of the catheter shaft appeared necked down just proximal of the introducer and appeared to continue going into the introducer. Insertion of a .035 inch guide wire through the distal tip of the catheter was attempted and it stopped approximately 72mm upon insertion. Insertion of a 0.35 inch guide wire was attempted through the proximal end of the catheter and it stopped approximately 73.8cm upon insertion, near the necked down section. The balloon was easily removed distally from the introducer. The balloon was inflated with water, then a vacuum was drawn and the balloon deflated for removal. The balloon was removed from the introducer, proximally, with moderate difficulty. Most likely the difficult removal was due to the condition of the introducer. Insertion of the balloon was attempted into two different introducers and could only insert up to the necked down portion of the catheter, where there was no was no support. Insertion of the balloon was attempted into two different introducers. With the guide wire inserted in the distal tip of the balloon, up to the necked down area, was only able to introduce into the introducers to just before the proximal cone of the catheter. It appeared that the balloon having not been fully deflated may have contributed to the difficult to remove issue. The investigation confirmed the difficulty to remove, root cause unknown. It is unknown if procedural issues contributed to the event. The IFU (information for use) for this product states the following: caution: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. Catheter withdrawal. Once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. Use a gentle counterclockwise twisting motion is recommended when removing the catheter.

Event description:
It was reported that the dilatation balloon would not go through the introducer during removal, even though the introducer was of the right size & diameter. The doctor used another balloon (same item code) to perform the angioplasty. There was no patient injury reported.